Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 3010536692-2014-00501.

Event description:
Allegedly revised due to broken neck. The patient participated in a meeting when he heard a short cracking and felt pains (without decisive reason); no special physical activity. Low activity level.